Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The na result in the 150's was generated on an outpatient sample and reported. A fresh sample collected from the patient generated a result of 140 mmol/l. The original sample was then repeated and na result correlated with the redraw result. The patient was not treated based on the false high na result.

Manufacturer narrative:
The specimen was drawn in a lithium heparin plasma tube. The ise system is calibrated every 24 hours followed by a qc run. Prior to the event, qc results were on the high side of the acceptable range. Customer replaced the cl tip and a na electrode. A field service engineer (fse) was dispatched: the fse completed an ise preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.